Manufacturer narrative:
D4 UDI (B)(4). Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient with a 23mm sapien 3 ultra aortic valve implanted for 4 years and 10 months presented with stenosis and regurgitation, with symptoms of dyspnea and fatigue. After an implant duration of 4 years and 11 months, the patient underwent a valve-in-valve procedure with a 23mm sapien 3 ultra valve. The procedure went well without incidence and the patient was discharged.